Event description:
I changed my contact solution to renu with moistureloc due to the fact I had very dry eyes. I had used the product maybe two days and noticed that my eyes were getting itchy and there was a discharge. I immediately thought I had conjuctivitis since I get it all the time because of my allergies. I threw out my contacts and notified my dr's office and they called in a prescription for me. As the days went by, I knew I did not have conjuctivitis. I started getting more discharge, my eyes burned, I was extremely sensitive to light, I developed a sty, and my face around my eyes began to swell. I went to the dr multiple times and all we could figure out was that I had an allergic reaction to something and we figured it was the contact solution. I was on mulitple eye drops and nothing worked. I was then sent to an ophthalmologist and they just said that my eyes were extremely dry and I needed to change contact brands. I started seeing an optometrist who did some tests and saw that my corneas were damaged. I then was put on another set of eye drops and ointments 4 times a day. I was going to the optometrist every week and I am still receiving treatment. After multiple weeks of drops and ointments, I have now been allowed to wear contact lenses. I had to purchase a more breatheable contact and I am now using a special contact solution.